Manufacturer narrative:
The event of device migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details cannot be requested as permission to contact physician was not provided. No additional information is available at this time.

Event description:
Patient reported tissue expander was not in the right place, was to high and there was problems from the beginning. This record represents the right side.